Event description:
It was reported that when the generator was powered on, the lcd display flickered with no visible characters. The problem was noticed at the start of case and a second unit was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
Date sent: 10/01/2007. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the main pcb assembly to be replaced. The device was functionally tested, met all product requirements and returned to the customer.